Event description:
Patient reported a left side rupture confirmed with MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on radius side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Stress marks observed.

Event description:
Patient reported a left side rupture confirmed with MRI. Healthcare professional reported, capsular contracture, baker grade IV. The device has been explanted.